Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the patient was in his thirties and had fragile lung caused by smoking. He left the hospital without problem. When he was treated as an outpatient later, a fever was present. Upon the outpatient treatment on (B)(6), he still had a fever. According to a x-ray result, there was a suspicion of bleeding. Also, he was found to have a dark venous pleural effusion by drain. He has been running a 39 degree celsius fever. The patient's condition was treated with drainage and medication. The patient is currently under observation. The original procedure was a thoraco/pneumothorax. The event occurred/was noticed after the surgery. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.